Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The two guide rods were not returned. Part and lot identification are necessary for review of device history records, neither were provided for the guide rods. Medical records were not provided. A definitive root cause cannot be determined for the guide rods. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon could not fasten the guide rod to the handle and realized it was broken. A second guide rod was opened and broke off as the surgeon was impacting the cup. The rod could not be removed from the inserter after it broke. The cup was properly inserted when the second guide rod broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00771205060 lot# 65753244 rasp handle long post g2: foreign ¿ canada multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02936 the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.